Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer's station was operational without any drawer failure icon displayed. The station and drawer 1.1 mini engine were rebooted, but it was unavailable on the es server, resulting in the customer being unable to process medication. An fse logged into the machine, and drawer 1.1 became available for loading. The customer signed in and successfully loaded the medication into drawer 1.1 and also completed the inventory of the medication. The drawer is now visible on the server. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer 1.1 was not showing up on server and unable to load the medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.